Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened curved polymer I/a tip in a wrench was returned for the reported issue of a capsule tear. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos to the parent complaint were reviewed by the investigation site. Image 1: the photo shows a label with same product and lot number as reported. Image 2 (in email): the photo shows a disposable I/a tip in a wrench in a bag with a note indicating that the I/a tip is suspected to have a rough or jagged surface. The reported issue could not be confirmed from the photo review. The returned sample was found to be visually conforming; therefore, a rough or jagged surface that caused a tear in capsule as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic tip was used to perform a surgery. The patient experienced tear in the capsule. The surgery was completed. Procedure details was not reported.